Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # m5692g. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch), did the jaws of the device eventually open: it was not reported; on which firing did this event occur (1st, 2nd, 12th, etc.): 1st.

Event description:
It was reported that during a laparoscopic rectory resection procedure, the surgeon closed the jaws and put the device in through the trocar. When the surgeon tried to open the jaws and set at the tissue, the jaws could not open. The surgeon took off the device. Another like device was used to complete the procedure. The surgeon reported that when the surgeon closed the jaws, he felt difficulty squeezing the closing trigger. There were no adverse consequences for the patient reported.